Event description:
Vascular occlusion, lip started to turn pale in color, become white [vascular occlusion]. Patient feels ¿¿numb¿¿ [hypoaesthesia]. Bruise in area, bruising [injection site bruising]. Rha redensity in lips [off label use]. Case narrative: united states report received from a health care provider via company representative on 26-mar-2024 and refers to a 57-year-old, caucasian, female patient, who received rha redensity on (B)(6) 2024 for unknown indication. The patient's medical history included hypothyroidism. There were no known dermatological history, no hypersensitivity/ allergies, no recent or chronic infection history, no diseases affecting the immune system or thyroid gland, or history of auto-immune disease, no recent history of surgery and dental treatment. The patient's concomitant medications included synthroid (levothyroxine) and plexus (ascorbic acid, bioflavonoids nos, magnesium hydroxide, sodium bicarbonate), used for unknown indications. In addition to these medications, the patient was taking multivitamin, vitamin c and vitamin d. On (B)(6) 2024 at 13:20, a total of 1 ml of rha redensity was applied in lips via retro tracing needle technique. 25 g cannula was used for the administration rha redensity at upper lip. Lot number: (10)22482cl0 with expiration date 29-nov-2025. On (B)(6) 2024, on the same day as the injection, the patient experienced vascular occlusion. It was reported that the patient was treated with lidocaine and epinephrine before the injection. The patient was injected in the upper right quadrant of the lip with 0.5 rha redensity. Afterwards, the provider noticed occlusion; the lip started to turn pale in color at 13:25 and the cap refill slowed. The patient felt 'numb'. Immediately, 1 ml of hylenex (hyaluronidase) was injected via cannula to the left side and the patient was given a warm compress. The area started to return color almost immediately and the cap refill was improving. The provider massaged the treated area, and it became white although the cap refill was fine. The area was treated again with 0.5 ml of hylenex (hyaluronidase), and the color turned to pink. The health care provider watched a patient for 1.5 hours and noticed the beginning of a bruise to the right upper lip area, the cap refill was less than 2 sec, the mucosa looked good, and the patient was not experiencing any pain. On (B)(6) 2024, the patient came to the office for follow-up. The patient's lips looked ¿good¿, but the cap refill seemed to be +4 to 5 seconds above the right lip in the perioral region. The patient was treated with 0.4 ml of hylenex (hyaluronidase), and the cap refill went back to normal. It was reported that the delay could have been due to the bruise formation. Oral mucosa was pink and intact, no signs or symptoms or pustules starting to form. The patient was not experiencing any pain or discomfort throughout the last 24 hours. On (B)(6) 2024, the patient came back; the cap refill was excellent, and the bruise was resolving, and the upper right quadrant of a lip where the vascular occlusion occurred and treated was flattened. The patient was advised to follow up in 4 weeks. On an unspecified date in 2024, the events of vascular occlusion and injection site bruising were resolved. At the time of this report, outcome of the event hypoaesthesia was unknown. The intensity of the events was not reported. It was unknown if the product was available for return. Health effect - clinical code: e2328, obstruction/occlusion. Health effect ¿ clinical code: e2111, injection site reaction. Health effect ¿ device code: e0127, numbness. Health effect ¿ device code: a2304, off label use. Follow-up received from a health care provider on 09-apr-2024 with supplemental information on 15-apr-2024. New information included: patient medical history, injection technique, lot number, gtin, outcome of events updated to completely resolved, new event hypoaesthesia added. The narrative updated accordingly. Case comment: a causal relationship between the rha4 and reported vascular occlusion is assessed as possible based the lack of alternative etiologies that can be identified based on the information reported. Receipt of follow-up information will result in reassessment. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Vascular occlusion, lip started to turn pale in color, become white [vascular occlusion] bruise in area, bruising [injection site bruising] rha redensity in lips [off label use]. Case narrative: united states report received from a health care provider via company representative on 26-mar-2024 and refers to a 57-year-old, caucasian, female patient, who received rha redensity on 21-mar-2024 for unknown indication. The patient's medical history was not provided. The patient concomitant medications included synthroid (levothyroxine) and plexus (ascorbic acid, bioflavonoids nos, magnesium hydroxide, sodium bicarbonate), used for unknown indication. In addition to these medications, the patient was taking multivitamin, vitamin c and vitamin d. On 21-mar-2024, a total of 1 ml of rha redensity was applied in lips via needle technique. It was not reported if cannula was used for the administration. On 21-mar-2024, on the same day as injection, the patient experienced vascular occlusion. It was reported that the patient was treated with lidocaine and epinephrine before the injection. The patient was injected in the upper right quadrant of lip with 0.5 rha redensity. Afterwards, the provider noticed occlusion; the lip started to turn pale in color and cap refill slowed. Immediately, 1 ml of hylenex (hyaluronidase) was injected and the patient was given warm compress. Area started to return color almost immediately and cap refill was improving. The provider massaged the treated area, and it became white although cap refill was fine. The area was treated again with 0.5 ml of hylenex (hyaluronidase), and the color turned to pink. The health care provider watched a patient for 1.5 hours, and noticed beginning of bruise in area, cap refill was less than 2 sec, mucosa looked good, and the patient was not experiencing any pain. On 22-mar-2024, the patient came in again, and the lips looked ¿good¿, but the cap refill was sluggish. The patient was treated with 0.4 ml of hylenex (hyaluronidase), and the cap refill went back to normal. Mucosa looked good, and the patient was not experiencing any pain. On 26-mar-2024, the patient came back; the cap refill was excellent and the bruise was resolving, and the upper right quadrant of a lip where the vascular occlusion occurred and treated was flattened. The patient was advised to follow up in 4 weeks. At the time of this report, the outcome of the events was resolving. The intensity of the events was not reported. It was unknown if the product was available for return. Health effect - clinical code: e2328, obstruction/occlusion health effect ¿ clinical code: e2111, injection site reaction health effect ¿ device code: a2304, off label use no additional information was available at the time of this report. Case comment: a causal relationship between the rha4 and reported vascular occlusion is assessed as possible based the lack of alternative etiologies that can be identified based on the information reported. Receipt of follow-up information will result in reassessment. The company will continue monitoring the benefit-risk profile for the product.